Event description:
It was initially reported that the device was displaying a service light when powered up. The customer's biomed also indicated that the device had two error codes in memory. There was no pt use associated with the reported event. Upon initial evaluation was observed by physio-control that the device would not advance past power on self test. The device was not functional.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The user interface to stack flex assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the land was intermittently open between plug connector p21, pin c2 to plug connector p31, socket 7. This caused intermittent boot and function discrepancies.